Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. On an unreported date, over a year ago, the patient experienced fungal peritonitis and was hospitalized (dates unspecified) for the event. During hospitalization the pd catheter was removed and the pt had stents put in and was switched to hemodialysis. The cause of the peritonitis was unknown. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd893172 and gd893446 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. (B)(4).